Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep calibrated the collimator in normal mag1 and mag2 mode to manufacture specifications. The system functioned as intended.

Event description:
The customer reported that the collimator size was too large in all three mag modes.